Event description:
Per the clinic, the patient experienced persistent infections at the implant site and subsequently the device was explanted (date not reported). It is unknown if the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on july 16, 2019.

Manufacturer narrative:
It is now reported that the patient experienced necrosis and underwent skin revision (date not reported) to remove the necrotic tissue. This report is filed on decmeber 13, 2018.

Manufacturer narrative:
Correction: the previous report filed stated infection, however it has been confirmed the infection was not device related. The clinic reported a surgical procedure took place (date not reported), additional information has been requested but not made available as of the date of this report. This report is filed on november 28, 2018.